Event description:
Infusion supplies were brought bedside from the storage room. The infusion rn open the IV infusion set and upon inspection noted that there was black/brown debris in the infusion line. The line was pulled from patient care and a new line was brought to bedside to be used to infuse the patient.